Manufacturer narrative:
An investigation was performed in response to a complaint of error dl lamp intensity low on the aia-900 analyzer. It is not known whether the device was being used for treatment or diagnosis at the time of the complaint. At the customer site, a tosoh field service engineer (fse) discovered that the substrate syringe assembly, every time the syringe would move it made a slipping sound from the motor and would then hesitate to move. The fse replaced the substrate syringe assembly with a new one then ran a few samples with no error. In conclusion, this investigation confirmed a failure of the substrate syringe assembly. A 13-month complaint and service history review for serial number (B)(4) from the date of 06jul2020 through aware date of 06aug2021 was performed for similar complaints. There were no similar complaints identified during the search period. Were there four (4) or more related complaints and / or service records, including this complaint, that had the same or similar events (confirmed or not) for the lot or serial number reviewed? No. The aia-900 operator's manual under section 12 ¿ flags and error messages states the following: [dl] flag is generated when a fault occurred in the detector or the substrate feed line.

Event description:
Customer reported a dl lamp intensity low error. The error is occurring on multiple samples and the substrate is new. The technical support specialist (tss) verified with the customer that the substrate tubing is in place and that it is not kinked. This complaint has been determined to be a reportable malfunction to the FDA based on delay in reporting of patient results for class a analytes.